Event description:
It was reported that during a laparoscopic sigmoid colectomy, the device was fired and removed from the patient. It was noticed that one of the staples had not been formed and it looked like the leg of a staple was cut off. A leak test was performed, there was a leak. The surgeon noticed that more of the staples were malformed. The procedure was prolonged by approximately five hours. Another device was used to complete the procedure. The patient is still in the hospital. Additional information received: typically this procedure takes approximately three hours. This procedure was prolonged approximately five hours, which took a total of eight hours to complete. The surgeon suspects it was a result of the tissue condition not the device. The patient had to have a colostomy.

Manufacturer narrative:
Information anticipated, but unavailable at this time.